Event description:
It was reported that the purewick urine collection system battery leaked ,and smell fluid out of base. It was noted that the patient had been using the purewick products for less than 90 days. Per follow-up via phone on 04apr2023, it was reported that the customer received a replacement device, but was having the same odor issue with the new device.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system battery leaked ,and smell fluid out of base. It was noted that the patient had been using the purewick products for less than 90 days.